Event description:
Literature was reviewed regarding ¿long-term outcomes of endovascular aortic repair with parallel chimney or periscope stent grafts for ruptured complex abdominal aortic aneurysms¿ the time frame of this study was over a fourteen year period. During this period, 20 patients with ruptured complex abdominal aortic aneurysms were treated using the parallel stent graft endovascular repair technique. 16 bifurcated and 4 tube stent grafts were implanted in the patient population. Endurant and non-mdt stent grafts were implanted. Non-mdt parallel stents were implanted. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿long-term outcomes of endovascular aortic repair with parallel chimney or periscope stent grafts for ruptured complex abdominal aortic aneurysms¿. Kopp r, stachowski l, puippe g, zimmermann a, menges a -l j. Clin. Med. 2025, 14, 234 https://doi.org/10.3390/jcm14010234 a.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes.